Event description:
A distributor reported on behalf of a healthcare facility in ohio, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found leaking water during patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in ohio, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber, provided with an rt210 adult ventilator circuit dual heated with mr290 autofeed chamber kit, was found leaking water during patient use. There was no patient harm.

Manufacturer narrative:
(B)(4) corrections: section d1: corrected brand name. Section d2a: corrected common device name section d4: model and catalog # corrected to rt210. Section g4: updated 510(k). Section e3: corrected. Section d4: complete device identification information was requested but not provided by the healthcare facility as the rt210 adult ventilator circuit had been discarded. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and videos were provided to fisher & paykel (f&p) healthcare for evaluation. The rt210 adult ventilator circuit was not returned as it was discarded by the healthcare facility. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a small hole on the base of the chamber. Residue was also identified around the hole. Conclusion: our investigation confirmed the reported hole on the base of the mr290v vented autofeed humidification chamber. The damage is likely due to the exposure of the chamber base to chemicals that can react with the heated aluminum base and readily corrode the material over time, resulting in the holes observed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt210 adult ventilator circuit dual heated with mr290 autofeed chamber state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber.